Event description:
It was reported that a clearlink continu-flo solution set had a small air bubble in the line. Champagne bubbles were then noted in the tubing next to the air sensor of the infusion pump, during infusion. An unknown secondary set was also in use at the time. There was a patient involved, however no patient injury nor medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. Therefore, the condition could not be confirmed nor duplicated. The assignable root cause could not be determined. If additional relevant information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.